Manufacturer narrative:
A complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix was found clogged with blood. After cleaning, the helix was able to extend and retract. The full helix extension was measured within specifications. All the damages found on the lead are consistent with those occurring at explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, dislocation of the rv lead was revealed due to patient movement. Right ventricle oversensing was noted. The lead was explanted and replaced. The patient is doing well.